Event description:
The customer reported motor error and button error alarms. Troubleshooting was performed, and the insulin pump passed the displacement and self tests. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a frozen screen due to moisture damage on the electronics. Unable to perform the functional test or verify the alarms due to the frozen screen.